Event description:
It was reported that the charger had melted at the plug cord (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.